Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats procedure, the device blade touched another instrument and it broke. Unknown how case was completed. There were no adverse consequences for the patient.